Manufacturer narrative:
Per the clinic, the patient experienced an infection and otorrhea in the ear canal, due to the extrusion of the electrode (specific date not reported). Subsequently, the patient was treated with oral antibiotics on (B)(6) 2024, for a duration of 5 days. On (B)(6) 2024, the patient was treated with another course of oral antibiotics for a duration of 7 days; however, the issue did not resolve resulting in a decision to explant the device.

Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to infection (site of infection not confirmed) and pain/non-auditory sensations. There are no plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.